Event description:
It was reported by the customer that on receipt, during inspection, the head end was too loose. There was no pt involvement and no adverse consequences were reported.

Manufacturer narrative:
Eval: headpiece, bracket, fowler.